Manufacturer narrative:
Neither stent was implanted, both stents became deformed during advancement or possibly when passing through a previously deployed stent and there was resistance noted while advancing the devices.

Manufacturer narrative:
Product analysis: the distal tip was stubbed and flared. The hypotube was kinked 6.7cm distal to the strain relief. The stent was positioned on the balloon between the marker bands as per specifications. The 1st, 10th-13th and 16th distal segments were raised and deformed. (B)(4).

Event description:
The physician was intending to use resolute integrity drug-eluting stents to treat a lesion in the left main with bifurcation at quite a high angle. The devices were inspected prior to use with no issues noted. It is reported that resistance was encountered and there was difficulties crossing with the resolute integrity stents. Both stents became deformed. The procedure was completed with a non-mdt stent. No patient injury was reported.